Event description:
It was reported that an unspecified fluid with a volume of 1,000ml was programmed to ran at 100ml/hr. However, it was completed in two hours. There was no patient impact. Although requested, additional information was not provided to date.

Manufacturer narrative:
Corrections: h3, h6 (method, result, conclusion), h11. Additional information: g4, h2, h7, h9, h10. Investigation conclusion: the reported complaint of an over infusion was confirmed during testing as a result of damaged platen assembly. During the device inspection, the platen upper hinge post was found to be broken. Damage to the platen can lead to periods of unregulated flow if the platen becomes misaligned. Results from a timed rate accuracy test performed with a known good replacement platen on the returned pump module found the device in good working condition and delivering fluid within specification. The device was being used for treatment. Device inspection pump module s/n (B)(6) : instrument seal was observed intact. Both iui connector contact pins were observed dull on the device. The upper platen post was observed and labeled broken. All other possible replacement parts were observed to be bd parts. Root cause analysis: the proximate root cause of the customer¿s complaint of an over infusion is believed to be attributed to a broken upper platen hinge post. Prior investigations (failure investigation report lvp platen upper hinge dir no.: 10000359612 version: 00) have found that a broken upper platen hinge post can lead to periods of unregulated flow if the platen becomes misaligned. The proximate root cause of the customer¿s complaint of an over infusion is believed to be attributed to a broken upper platen hinge post. Device history review: review of the pump module service history record showed the device had a manufacture date of 07feb2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 29sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an unspecified fluid with a volume of 1,000ml was programmed to ran at 100ml/hr. However, it was completed in two hours. There was no patient impact. Although requested, additional information was not provided to date.